Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer found that drawers 4-1 and 4-2 continually fell off. The fse replaced the drawer assembly, transferred the cubies to the new drawer, and configured and tested the new drawer. The new drawer was also tested in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, the drawer was not detected on the bus. The customer stated that the user was unable to access any medications in those drawers, which is impacting the patient care. However, there were no delays or adverse events or injuries reported based on this event.